Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 140 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case on lcd window corner, broken reservoir tube lip and scratches on reservoir tube window.